Event description:
It was reported that the cage broke while tamping it in with the tamp. The cage broke into three pieces within the disc space. Broken pieces were not removable so they were left as is in the patient. No complications or injury to the patient.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation.